Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert occurred, but the issue had resolved by the time of the call. There was no reported impact to the customer¿s blood glucose level. Customer changed wall adapter and used existing charging cable, after which pump began charging, and technical support advised against using non-recommended charging supplies, arranged replacement charging supplies, and no further assistance was required.